Manufacturer narrative:
One 6f angio-seal sts plus carrier tube assembly and insertion sheath were received for evaluation. The carrier tube assembly and sheath were in a rear lock position. The anchor was perpendicular to the sheath. The collagen and anchor were not visible. A kink was present sheath 4.78 inches distal to the hub. The anchor was grasped and the suture spooled free with no resistance. The collagen was not tamped and the suture was wound properly on the anchor. The suture was spooled free with no resistance. The collagen was not tamped and the suture was wound properly on the anchor. The suture was spooled free with no resistance. The components within the tensioner frame were examined thoroughly and no anomalies were noted. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment.

Event description:
It was reported that the angio-seal device was deployed and during development the suture became locked and could not be deployed fully. Immediate surgery was performed to remove the device. The anchor was reported to be "completely caught" in the front wall of the artery. The device was removed completely. A dorsal strip of calcerous plaque was noted to be present in the artery but no arteriosceloric change to the wall structure was present there was adequate vessel lumen. Good blood flow was established in the profunda, superficial femoral, and femoral arteries above and below the puncture site. A bio-patch angioplasty was performed. The artery was flushed with no leaks seen. An outside redon drain was placed and the incision was closed. A sterile dressing was applied.